Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was 176 mg/dl at the time of the event with no symptoms and the customer was treated with manual injection and insulin pump. Troubleshooting was partially performed. It was reported that the bolus was not delivering also the pump was not working. It was verified that the pump was utilized within 48 hours of the event along with the no active auto mode feature. No further patient complications were reported. It was unknown whether the customer would discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08860 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 29.3 units of normal bolus was delivered on 03/07/2024 between 08:50:31.000 and 23:17:12.000. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and corroded motor home switch. Pump passed functional testing and no under delivery anomalies noted during testing. However, confirmed moisture damage to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.